Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen on the insulin pump went blank. The blood glucose reading was 172 mg/dl. Customer stated that the insulin pump showed no signs of damage and that it had not been dropped or bumped. He stated that he had put the insulin pump in his pocket when the shorts were wet. He stated that the display went blank immediately after the exposure. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had moisture damage on the keypad traces, electronic assembly and motor. No blank display noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.